Event description:
It was reported that the patient experienced infection at the pump pocket. The symptoms were redness, swelling and pain at the pump pocket at the right side of the abdomen. Fluid was aspirated (B)(6) 2012. The patient was hospitalized. The pump and part of the catheter were explanted. The outcome was noted as resolved without sequelae. The pump was delivering infumorph.

Manufacturer narrative:
Catheter: model # 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted:unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomlay. Analysis of the catheter revealed no significant anomaly; a non-significant indent was seen in the suterless connector (sc) cup - did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.